Manufacturer narrative:
E.1: initial reporter phone # (B)(6). E,1: initial reporter facility name: changchun infectious disease hospital (changchun tuberculosis hospital, changchun chest hospital, changchun fourth hospital, changchun tuberculosis prevention and treatment institute). H.6 investigation summary: material #: 368835, lot/batch #:3242438. Bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for blood leakage was observed. Additionally, the customer samples along with nine (9) retention samples from bd inventory, were evaluated by functional testing to draw 6 tubes each and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that blood leakage was found in the blood collection needle holder. This occurred in 5 pieces. No patient impact.